Event description:
It was reported to philips that the system's c-arm was unable to perform cranial/caudal movements. The user performed a reboot, but the issue persisted. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.